Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: maternal exposure before pregnancy "maternal exposure before pregnancy". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed with an asymptomatic uterine rupture during a scheduled cesarean delivery of her child in the 36th gestational week. Neither mom nor baby experienced a significant complication. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: maternal exposure before pregnancy was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization'), premature delivery ('premature delivery'), uterine rupture ('uterine rupture') and pregnancy with contraceptive device ('pregnancy with essure') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective." On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced premature delivery (seriousness criteria medically significant and intervention required) and uterine rupture (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (caesarean delivery and removal surgery). Essure was removed. At the time of the report, the medical device removal, premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal, pregnancy with contraceptive device, premature delivery and uterine rupture to be related to essure. The reporter commented: neither mom nor baby experienced a significant complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed with an asymptomatic uterine rupture during a scheduled cesarean delivery of her child in the 36th gestational week. Neither mom nor baby experienced a significant complication. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: information from deleted duplicate case (B)(4) transferred. Reporter's information was updated, and new reporters added, and the event "uterine rupture" downgraded to non-serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. The reporter commented: the patient underwent removal of essure with fallopian tube reimplantation due to renewed wish to conceive. The patient became pregnant and was diagnosed with an asymptomatic uterine rupture during a scheduled cesarean delivery of her child in the 36th gestational week. Neither mom nor baby experienced a significant complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization') and uterine rupture ('uterine rupture') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine rupture (seriousness criterion medically significant). The patient was treated with surgery (removal surgery). Essure was removed. At the time of the report, the medical device removal and uterine rupture outcome was unknown. The reporter considered medical device removal and uterine rupture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: significant correction done, event deleted pregnancy with contraceptive device, device ineffective and premature delivery. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgical reversal of essure sterilization'), premature delivery ('premature delivery'), uterine rupture ('uterine rupture') and pregnancy with contraceptive device ('pregnancy with essure') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced premature delivery (seriousness criteria medically significant and intervention required) and uterine rupture (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (caesarean delivery and removal surgery). Essure was removed. At the time of the report, the medical device removal, premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered medical device removal, pregnancy with contraceptive device, premature delivery and uterine rupture to be related to essure. The reporter commented: neither mom nor baby experienced a significant complication. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.